Event description:
It was reported by service report that the head left siderail would not go up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: glide rods.